Event description:
Caller reported that the pump battery was not charging, and attempts to resolve the issue by plugging into different wall outlets and using different adapters and cables were unsuccessful. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy while waiting for a replacement pump, which was arranged by technical support.